Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. After evaluating the unit, the fse checked the line and parts of the machine found no blood. In conclusion, the blood had not yet arrived inside the machine. There is only blood in the balloon line. The machine can be used normally. Full initial reporter name: (B)(6). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during patient use the cs300 intra- aortic balloon pump (iabp) had a blood back. There was no patient harm reported.